Event description:
The device was implanted in 2003. In 2004, the patient was revised for instability. During surgery, the locking screw for the lcck surface was found to be completely loose. Surgeon stated he had torqued it to the proper setting on the torque handle. The 12 mm articularing surface was replaced with a 17 mm articularing surface.